Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, during the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was exchanged for another same model/length/diopter lens and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens haptic torn with debris on the lens. Claim#: (B)(4).